Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's power outlet and rebooting.

Event description:
Customer reported the dpm central station had a blank screen and shut down, which may have affected telemetry monitoring. No patient injury was reported.